Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 114mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm.